Event description:
An ICU/ccu nurse reported that on a few occasions the nurses had problems with the lancets. When attempting to remove the plastic protective piece from the "sharp," the "sharp" came out with it. The plastic piece seems to be fused to the needle.